Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating an abdominal aorta aneurysm with the implantation of another manufacturers' stent graft. Vascular access was femoral. The stent graft was implanted and this equalizer balloon catheter was being used to control blood flow. The balloon was being inflated with a syringe at 20cc, the balloon ruptured on the second inflation after being inflated for approximately 60 seconds. The device was removed intact. The procedure was completed with the use of another equalizer balloon catheter. There were no reported patient complications. The patient status is listed as "good".